Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant products: product ID unk-comp-ICD, implanted: (B)(6) 2009, explanted: (B)(6) 2013; product ID 5554-45, serial # (B)(4), implanted: (B)(6) 2006. (B)(4).

Event description:
It was reported that the patient had been implanted with a medtronic device which was replaced with a competitor device due to twos(t wave oversense) activation (twos couldn¿t be avoided). Shocks occurred due to noise or myogenic potential. The rv (right ventricular) lead was replaced. No further patient complications were reported as a result of this event.